Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2015 as part of a clinical trial for amd subjects. On (B)(6) 2017, the patient was seen in the clinic and was found to require a scleral patch graft due to an exposed cable entry site. Surgery was performed on (B)(6) 2016 to close the sclerotomy leak. The patient was prescribed steroids and antibiotics. On (B)(6) 2017, the surgeon reported that the patient's eye was responding well, the retina was fully attached, and intraocular pressure was within normal limits. The patient was released from the hospital on (B)(6) 2017. On (B)(6) 2017, the patient was seen in the clinic and the surgeon considered the event to be resolved. There was no defect or malfunction of the device associated with this event.